Manufacturer narrative:
The reported event was inconclusive. It was unknown whether the device had met specifications. The product was used for diagnostic and treatment purposes. It was unknown whether the product had caused the reported failure. No sample was returned for evaluation. A potential root cause for this failure could be due to "insufficient seal". The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the temperature sensing foley catheter ifus are found to be adequate based on past reviews. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse was trying to initiate hypothermia using the arctic sun device (s/n (B)(6)) but they were getting an alarm 14 (patient temp 1 out of range). The nurse stated that the display only showed dashes. The nurse said foley probe was in use, and confirmed probe was connected to temperature port 1. They placed a rectal probe and connected it to the temperature cable and the temperature readings was displayed. Nurse stated that the foley was a bard product, but the packaging had been discarded. Nurse stated that therapy had been started.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the nurse was trying to initiate hypothermia using the arctic sun device s/n (B)(4) but they were getting an alarm 14 (patient temp 1 out of range). The nurse stated that the display only showed dashes. The nurse said foley probe was in use, and confirmed probe was connected to temperature port 1. They placed a rectal probe and connected it to the temperature cable and the temperature readings was displayed. Nurse stated that the foley was a bard product, but the packaging had been discarded. Nurse stated that therapy had been started.